Event description:
It was reported that the patient presented to the hospital because his inflatable penile prosthesis (ipp) device was not working properly. The physicians and nurses attempted all troubleshooting techniques, but the issue was not resolved, the pump remained dimpled when squeezed. The patient underwent a revision procedure two weeks after the issue was noted and his pump was explanted and replaced. Following his procedure, the patient got better; the pump was tested several times and the patient was retrained in the correct usage of the device.

Event description:
It was reported that the patient presented to the hospital because his inflatable penile prosthesis (ipp) device was not working properly. The physicians and nurses attempted all troubleshooting techniques, but the issue was not resolved, the pump remained dimpled when squeezed. The patient underwent a revision procedure two weeks after the issue was noted and his pump was explanted and replaced. Following his procedure, the patient got better; the pump was tested several times and the patient was retrained in the correct usage of the device.

Manufacturer narrative:
Investigation summary: based on all the available information, boston scientific concludes that only the pump was returned for analysis. Visual examination of the pump did not identify any leaks. Functional testing of the pump identified that the component dialed the activation test. Although the cylinders were not returned, product analysis of the pump identified tat the activation issues could affect the functionality of the pump; therefore, the reported allegations are confirmed. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis. Only the pump was returned to boston scientific. Visual examination of the pump did not identify any leaks in the component. Functional analysis of the device identified that the pump failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Product analysis concluded these activation issues could affect the functionality of the pump. Investigation conclusion based on all observations, a conclusion code of caused not established was selected for the product investigation of the cylinders; however, a conclusion code of caused traced to component failure was selected for the analysis of the pump.